Manufacturer narrative:
Device broke during insertion; device not considered implanted/explanted. (B)(6). A device history record (DHR) review was performed on part # 488.076, lot # 9025388. Manufacturing location: (B)(4), manufacturing date: 11-june-2014. No non-conformance reports (ncrs) were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. The device has been received and the product evaluation is in progress. No conclusion can be drawn. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: it was reported that during surgery performed on (B)(6) 2017 the alveolar distractor broke. The rupture happened when they were distracting. All fragments of the broken implant were removed. Surgery was completed successfully with no patient harm and no surgical delay. Concomitant device reported: screws (part # unknown, lot # unknown, quantity unknown). This is report 1 of 1 for com-(B)(4).

Manufacturer narrative:
A manufacturing evaluation was completed: the product is disassembled in its components. According to the complaint description it was reported that during surgery the alveolar distractor broke. The involved product has been returned disassembled in its components and the welding between the components is broken. The raw material certificates were reviewed and the welding of the components is inspected 100%; no non-conformances had been reported. Review of the device history records showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. The returned part was re-inspected for all the features pertinent to the complaint condition. The screw responsible for the movement of the part was measured: the characteristics of the thread are conforming to specification. Dimensions relative to the welding zone were measured as well and found to be in specification. The functionality test performed showed that the components can correctly move through each other. The visual inspection showed that the welding line is visible demonstrating that the welding was present before being broken. Considering that all relevant measurable product features meet specification and no visual defects manufacturing related have been identified on returned item, the conclusion of the product investigation is that the returned part is conforming from a manufacturing perspective. Complaint is disposed as confirmed due to evidence that part is broken, but no manufacturing related issue was identified. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.